Manufacturer narrative:
G3. Initial awareness date was 01jun26. The reported device has been returned to conmed; however, the evaluation of the device has not been completed. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
This distributor reported that the 138114a device had an insufficient heatseal found during incoming inspection. No patient involvement occurred. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.